Manufacturer narrative:
Product event summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead was performed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: adsr01 implantable pulse generator (ipg), implanted: (B)(6) 2013. (B)(4).

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from an unknown source with information indicating the patient is deceased. The cause of death was provided as septic shock. Further review of the manufacturer¿s database indicated the patient died approximately four months after device system implanted. Additional circumstances related to the cause of death have been requested and not received.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.